Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. It was reported that after day 6 of wearing the sensor, the patient began to experience pain at the sensor insertion site. The reaction was described as an infection and the patient treated the skin reaction with antibiotics. It was indicated that the skin reaction resulted in scarring. Additionally, it was reported that the patient's general practitioner advised that the patient is more prone to getting staph infections and believes that this may be related in some way. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.